Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 4-may-2018 with the following findings: review of the black box data revealed one record of power on reset. A battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The pump powered on normally and was exercised for 24 hours without any interruptions in power. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged power issue; however, the battery compartment was confirmed to be cracked.